Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the customer reported failure mode. After the event occurred, the robotics coordinator inspected the video system and no issues were found. The robotics coordinator also observed a subsequent da vinci surgical procedure and the reported vision issue was not replicated. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014. At the start of the surgical procedure, the surgical staff encountered a recoverable error code 48224 which signifies a stuck camera head button. The surgical staff was able to recover from the error code within 2 minutes after the fault appeared. No other related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgical techniques after encountering an issue with the camera head image pointing in the wrong quadrant.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon claimed that the camera head image was pointing in the wrong quadrant. At the time the event occurred, the site's robotics coordinator contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The robotics coordinator informed the tse that the site was using a zero degree endoscope. The robotics coordinator also indicated that the camera head was installed facing the correct location. The surgeon was able to clutch and move the endoscopic camera manipulator (ecm). On (B)(4) 2014, an isi field service engineer (fse) contacted the robotics coordinator. The robotics coordinator informed the fse that by the time he got to the operating room, the surgeon had already converted the da vinci hysterectomy procedure to traditional open surgical techniques. The robotics coordinator was unable to verify that the surgeon had placed the ports in the correct locations. The robotics coordinator inspected the system video and did not find any issues. The robotics coordinator observed a subsequent da vinci surgical procedure. The surgical procedure was completed without any issues. On (B)(4) 2014, isi contacted the robotics coordinator. He indicated that the reported issue was noticed by the surgeon during the beginning of the surgical procedure. The robotics coordinator stated that no system faults occurred or were observed when the event occurred. The robotics coordinator indicated that the surgeon had the endoscope in the patient's pelvic but the image was in the wrong quadrant according to the surgeon. The robotic coordinator was unable to verify that the surgical staff was using a zero degree endoscope and that the camera head was installed correctly. The surgeon reportedly informed the robotics coordinator that the endoscopic camera manipulator (ecm) felt a little stiff at the time. Due to the reported image issue, the surgeon made the decision to convert to open surgery. The open surgical procedure was completed successfully and no post-operative complications were reported.